Event description:
Just reporting a clear skin allergy (no anaphylaxis) to the adhesive in the freestyle libre 14- day flash glucose sensor manufactured by abbott. I had been using the 10-day (earlier product) sensors for almost a year when abbott switched to a new, longer lasting model. After five days, the area under the first sensor, serial number (B)(4) became inflamed and itchy and the adhesive failed. This was on my right arm. I removed that sensor, took over-the-counter anti histamines and attempted use of second sensor on the left arm. I removed the second sensor, serial number (B)(4) after 7 days due to similar, although slightly more mild reaction. At this point, the right arm is still red after 7 days, although the puffiness and itchiness of the circular area has resolved. FDA safety report ID # (B)(4).